Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jun-27 information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. Their trial started on (B)(6) 2025 it was reported that the patient was experiencing discomfort/soreness/pinching. Patient reported that they bent over and then started feeling a intermittent pinching sensation around the back. The issue was not resolved and was ongoing. The agent advised them to contact their doctor. On 2025-oct-29 additional information was received from the patient. They reported that the trial worked for the first couple of days and then they were doing yard work and over stretched and broke the leads.